Event description:
Right total knee failure, fixation failure, cement debonded right side. Loose tibia, unstable implant. Global failure of entire construct, revised. Loosening tibia, global failure total knee left side, revised.